Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart half height drawer unable to recover due to connections were not properly positioned. The field service engineer removed all foreign objects and debris from beneath the drawer, reseated all cables and connections, and restarted the station. The customer can now successfully recover the affected drawers. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the user encountered main drawer failure. The customer reported that the issue arose when the user attempted to administer medication to the patient. There were no adverse events or injuries reported based on this incident.